Event description:
It was reported that the 9900 work station was connected to a 9800 c-arm and boot up. No patient injury was reported.

Manufacturer narrative:
A ge representative performed an on site investigation. The software was re-installed during the service call. The system was tested, and found to be working as intended, and put back into service. This MDR is related to ge healthcare complaint number.